Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead exhibited a failure to capture. The lead was observed under x-ray imaging and was found to be dislodged. The lead was capped and replaced on (B)(6) 2024. The patient was stable in condition.